Event description:
Patient had surgery for a right total shoulder replacement due to glenoid loosening and broken glenoid prosthesis. The glenoid had fractured through the keel component and was loose.